Manufacturer narrative:
(B)(4). Systemtime = (B)(6) 2021 22:14:00.000. Faultnumber = stuck motor alarm (38) linenumber = 448. Filenumber = 121. Systemtime = (B)(6) 2021 11:21:43.000. Faultnumber = motor drive error (43). Linenumber = 681. Filenumber = 121. Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self test and displacement test. No unexpected pump error 38/43 alarm noted during testing. However, pump error 38/43 alarm found in the pump history. The thus download was successful. The motor passed the motor test. No visible physical damage or moisture damage noted on the electronic assemblies/motor. The p-cap locks properly into place. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the insulin pump had a multiple insulin pump error alarms. Customer was able to successfully clear alarm and complete rewind. Displacement test and self test was passed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.